Event description:
It was reported that the 9600 system had no fluoro x-rays. There was no report of pt injury.

Manufacturer narrative:
No additional info at this time. When additional info is provided, it will be reported as required.